Event description:
A malfunction alarm was reported for the pump during the loading process, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. The customer successfully followed guidance from technical support to load a new cartridge using the proper technique and resumed insulin therapy. No previous reports of similar alarms were recorded for this pump.